Event description:
It was reported that the 6800 system is not taking x-rays. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the controller pcb and reloaded nodes. The system was tested and found to be working as intended and placed back into svc.